Manufacturer narrative:
A product investigation was conducted. Visual inspection: the xpdm quick-consipoly scwdrvr (part # 279712400 / lot # mi65842 ) was received at us cq. The distal tip of the device was worn as the tip was rounded. The color ring of the assembly also showed signs of wear as it was discolored. Due to the rounded tip, the screwdriver would not be able to function with relevant mating screws. The worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi65842 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 28-aug-2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the closed uncomplicated fracture of the th6 vertebra, type b. Compression fractures of the bodies th5, th7 on (B)(6) 2020, the tip of the screw wasn't fixed, when the screw was screwed onto the screwdriver. It was deviated from the axis instead, although it had to be stationary. No further information provided. During manufacturer's investigation of the returned devices it was identified that the distal tip of the screwdriver was worn as the tip was rounded. This device condition was reassessed and determined to be reportable on july 1, 2020. This report is for one (1) xpdm quick-con si poly screwdriver. This is report 2 of 2 for (B)(4).